Event description:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("suspicion that essure might have ended up on her uterus wall and thereby causes inflammation") and device dislocation ("not being able to localize the implant with only ultrasound/it is not a little bit oblique/ is lying on the width (x-ray image)/on the right side, the implant is situated in the middle part of the tube") in a (B)(6) female patient who had essure (batch no. B44010) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the implant on the right hand side slipped inside very quickly and easily and ended up too far inside/ introduce the implant who unfortunately slides in a bit too far in so that you cannot see any ring/ implant had ended much higher that it should" on (B)(6) 2015. The patient's past medical history included abdominal operation, appendicectomy, postoperative adhesion and postoperative infection. Concurrent conditions included anesthesia procedure since (B)(6) 2015, abdominal pain localised and overweight. Concomitant products included ketoprofen (orudis retard) for pain as well as buprenorphine (norspan) and vitamins nos. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced panic attack ("panic attack during examination"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with uterine inflammation, ovulation pain ("pain during ovulation/lower abdominal pain strongest in connection to ovulation"), abdominal pain lower ("lower abdominal pain") and malaise ("malaise/feeling unwell"). The patient was treated with desogestrel (cerazette) and will be treated with surgery (she booked a surgery later this year). At the time of the report, the embedded device, ovulation pain, abdominal pain lower and malaise outcome was unknown, the device dislocation had not resolved and the panic attack had resolved. The reporter provided no causality assessment for device dislocation, ovulation pain and panic attack with essure. The reporter considered abdominal pain lower, embedded device and malaise to be related to essure. The reporter commented: the insertion procedure was completed without complications but the implant on the right hand side slipped inside very quickly and easily and ended up too far inside so that he could not see any ring (in uterus); the physician that you could not ensure that the fallopian tube was tight. She experienced pain now and then, who she suspected could have something to do with the insert that had ended too far inside. It was very easy to insert the essure. Controls with ultrasound afterwards and both implants are identified. It has been discussed whether robot assisted laparoscopy with salpingectomy would be possible to achieve the reliable sterilization desired by the patient. However the patients severe overweight will imply a too high risk factor for complications in relation to the indication for such of a surgery. Physician believed essure might have ended up on uterus wall and was causing inflammation and pain. Removal surgery was booked for this year. She was experiencing anxiety and worry for coming surgery because of risk of further adhesion. Diagnostic results: on unknown date: controls with ultrasound afterwards and both implants are identified. On (B)(6) 2015: ultrasound: it was not possible to see how it looked like on the right side but one could establish that the left implant was lying entirely correct on (B)(6) 2015: hysterosalpingogram: on the left side the implant is situated in the proximal part of the tuba, with engagement of the corner. No passage of contrasting agent on this side. On the right side, the implant is situated in the middle part of the tuba and here contrasting agent leakage occurs to free abdominal cavity. Two months after insertion essure was missing in the right fallopian tube. No further investigation performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: case upgraded to incident . The events: "suspicion that essure might have ended up on her uterus wall and thereby causes inflammation", "lower abdominal pain", "malaise/ feeling unwell" were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("not being able to localize the implant with only ultrasound/it is not a little bit oblique/ is lying on the width (x-ray image)/ on the right side, the implant is situated in the middle part of the tube"), embedded device ("suspicion that essure might have ended up on her uterus wall and thereby causes inflammation"), genital haemorrhage ("bleeding every day of the week"), oxygen saturation decreased ("low oxygenation in the blood after surgery for essure removal"), procedural hypotension ("low blood pressure after surgery for essure removal") and wound dehiscence ("wound after surgery opened up after surgery for essure removal") in a 26-year-old female patient who had essure (batch no. B44010) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the implant on the right hand side slipped inside very quickly and easily and ended up too far inside/ introduce the implant which unfortunately slides in a bit too far in so that you cannot see any ring" on (B)(6) 2015. The patient's medical history included abdominal operation, appendicectomy, gallbladder operation, postoperative adhesion (problems with adhesion (after appendix and gall bladder surgery)) and postoperative infection. Concurrent conditions included anesthesia procedure (essure procedure under anesthesia) since (B)(6) 2015, abdominal pain localized (chronic pain condition in the right side of abdomen due to several earlier surgeries complicated with postoperative adhesions and infections) and overweight (severe). Concomitant products included ketoprofen (orudis) for pain as well as buprenorphine (norspan) and vitamins nos. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced panic attack ("panic attack during examination") and procedural complication ("panic attack during examination"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced abdominal pain lower ("lower abdominal pain/ cramps"), abdominal pain ("abdominal pain, especially on the right side") and vulvovaginal pain ("stubbing pain in vagina"). On (B)(6) 2019, the patient experienced post procedural complication ("post procedural complications after surgery for essure removal"), procedural hypotension (seriousness criterion hospitalization prolonged), post procedural swelling ("feels swollen after surgery for essure removal") and procedural nausea ("nausea after surgery for essure removal") and was found to have oxygen saturation decreased (seriousness criterion hospitalization prolonged). On (B)(6) 2019, the patient experienced wound dehiscence (seriousness criterion hospitalization). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with uterine inflammation, uterine pain and adnexa uteri pain, genital haemorrhage (seriousness criterion medically significant), abdominal distension ("swollen stomach/ pressure and my stomach feels bloated all the time"), back pain ("severe back pain"), ovulation pain ("severe pain and cramps during ovulation / lower abdominal pain strongest in connection to ovulation"), malaise ("malaise/feeling unwell"), dysuria ("pain when you want to urinate") and anxiety ("anxiety and worry for coming surgery because of risk of further adhesion"). The patient was hospitalized from (B)(6) 2019 and then on (B)(6) 2019. The patient was treated with analgesics, desogestrel (cerazette), and surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, embedded device, genital haemorrhage, abdominal pain lower, abdominal pain, abdominal distension, back pain, ovulation pain, malaise, dysuria, vulvovaginal pain, anxiety, post procedural complication, oxygen saturation decreased, procedural hypotension and wound dehiscence outcome was unknown, the panic attack and procedural complication had resolved and the post procedural swelling and procedural nausea had not resolved. The reporter provided no causality assessment for device dislocation, ovulation pain, oxygen saturation decreased, panic attack, post procedural complication, post procedural swelling, procedural complication, procedural hypotension, procedural nausea and wound dehiscence with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, dysuria, embedded device, genital haemorrhage, malaise and vulvovaginal pain to be related to essure. The reporter commented: the insertion procedure was completed without complications but the implant on the right hand side slipped inside very quickly and easily and ended up too far inside, so that he could not see any ring (in uterus); the physician could not ensure that the fallopian tube was tight. She experienced pain now and then, which she suspected could have something to do with the insert that had ended too far inside. It was very easy to insert the essure. Her symptom began already a few months after insertion. Controls with ultrasound afterwards and both implants are identified. Two months after insertion essure was missing in the right fallopian tube. It has been discussed whether robot assisted laparoscopy with salpingectomy would be possible to achieve the reliable sterilization desired by the patient. However the patient's severe overweight will imply a too high risk factor for complications in relation to the indication for such of a surgery. Physician believed essure might have ended up on uterus wall and was causing inflammation and pain. She was experiencing anxiety and worry for coming surgery because of risk of further adhesion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the left side the implant is situated in the proximal part of the tuba, with engagement of the corner. No passage of contrasting agent on this side. On the right side, the implant is situated in the middle part of the tuba and here contrasting agent leakage occurs to free abdominal cavity. Ultrasound scan - on an unknown date: controls with ultrasound afterwards and both implants are identified; on (B)(6) 2015: it was not possible to see how it looked like on the right side but one could establish that the left implant was lying entirely correct. X-ray - in 2015: the implant was placed incorrectly in the right fallopian tube, and that it was free passage. On the left side it is quite tight. On the right side it is seen that the implant lies a bit away from the uterus with a different direction. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("not being able to localize the implant with only ultrasound/it is not a little bit oblique/ is lying on the width (x-ray image)/ on the right side, the implant is situated in the middle part of the tube"), embedded device ("suspicion that essure might have ended up on her uterus wall and thereby causes inflammation"), genital haemorrhage ("bleeding every day of the week"), oxygen saturation decreased ("low oxygenation in the blood after surgery for essure removal"), procedural hypotension ("low blood pressure after surgery for essure removal") and wound dehiscence ("wound after surgery opened up after surgery for essure removal") in a 26-year-old female patient who had essure (batch no. B44010) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the implant on the right hand side slipped inside very quickly and easily and ended up too far inside/ introduce the implant which unfortunately slides in a bit too far in so that you cannot see any ring" on 2-jun-2015. The patient's medical history included abdominal operation, appendicectomy, gallbladder operation, postoperative adhesion (problems with adhesion (after appendix and gall bladder surgery)) and postoperative infection. Concurrent conditions included anesthesia procedure (essure procedure under anesthesia) since 2-jun-2015, abdominal pain localized (due to several earlier surgeries complicated with postoperative adhesions and infections) and overweight (severe). Concomitant products included ketoprofen (orudis) for pain as well as norspan patch and vitamins nos. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced panic attack ("panic attack during examination") and procedural complication ("panic attack during examination"). In september 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In august 2017, the patient experienced abdominal pain lower ("lower abdominal pain/ cramps"), abdominal pain ("abdominal pain, especially on the right side") and vulvovaginal pain ("stubbing pain in vagina"). On (B)(6) 2019, the patient experienced post procedural complication ("post procedural complications after surgery for essure removal"), procedural hypotension (seriousness criterion hospitalization prolonged), post procedural swelling ("feels swollen after surgery for essure removal") and procedural nausea ("nausea after surgery for essure removal") and was found to have oxygen saturation decreased (seriousness criterion hospitalization prolonged). On (B)(6) 2019, the patient experienced wound dehiscence (seriousness criterion hospitalization). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with uterine inflammation, uterine pain and adnexa uteri pain, genital haemorrhage (seriousness criterion medically significant), abdominal distension ("swollen stomach/ pressure and my stomach feels bloated all the time"), back pain ("severe back pain"), ovulation pain ("severe pain and cramps during ovulation / lower abdominal pain strongest in connection to ovulation"), malaise ("malaise/feeling unwell"), dysuria ("pain when you want to urinate") and anxiety ("anxiety and worry for coming surgery because of risk of further adhesion"). The patient was hospitalized from 7-jan-2019 to 10-jan-2019 and then on (B)(6) 2019. The patient was treated with analgesics, desogestrel (cerazette), and surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, embedded device, genital haemorrhage, abdominal pain lower, abdominal pain, abdominal distension, back pain, ovulation pain, malaise, dysuria, vulvovaginal pain, anxiety, post procedural complication, oxygen saturation decreased, procedural hypotension and wound dehiscence outcome was unknown, the panic attack and procedural complication had resolved and the post procedural swelling and procedural nausea had not resolved. The reporter provided no causality assessment for device dislocation, ovulation pain, oxygen saturation decreased, panic attack, post procedural complication, post procedural swelling, procedural complication, procedural hypotension, procedural nausea and wound dehiscence with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, dysuria, embedded device, genital haemorrhage, malaise and vulvovaginal pain to be related to essure. The reporter commented: the insertion procedure was completed without complications but the implant on the right hand side slipped inside very quickly and easily and ended up too far inside, so that he could not see any ring (in uterus); the physician could not ensure that the fallopian tube was tight. She experienced pain now and then, which she suspected could have something to do with the insert that had ended too far inside. It was very easy to insert the essure. Her symptom began already a few months after insertion. Controls with ultrasound afterwards and both implants are identified. Two months after insertion essure was missing in the right fallopian tube. It has been discussed whether robot assisted laparoscopy with salpingectomy would be possible to achieve the reliable sterilization desired by the patient. However the patient's severe overweight will imply a too high risk factor for complications in relation to the indication for such of a surgery. Physician believed essure might have ended up on uterus wall and was causing inflammation and pain. She was experiencing anxiety and worry for coming surgery because of risk of further adhesion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: the left side the implant is situated in the proximal part of the tuba, with engagement of the corner. No passage of contrasting agent on this side. On the right side, the implant is situated in the middle part of the tuba and here contrasting agent leakage occurs to free abdominal cavity. Ultrasound scan - on an unknown date: controls with ultrasound afterwards and both implants are identified; on (B)(6) 2015: it was not possible to see how it looked like on the right side but one could establish that the left implant was lying entirely correct. X-ray - in 2015: the implant was placed incorrectly in the right fallopian tube, and that it was free passage. On the left side it is quite tight. On the right side it is seen that the implant lies a bit away from the uterus with a different direction. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: patient had to stay at the hospital for three days after surgery because of low oxygenation in the blood and low blood pressure. The wound after surgery opened up yesterday and she had to go to hospital again. Home today. Feels swollen and has nausea. Contact details of physician who performed withdrawal on (B)(6) 2019. Events added: post procedural complication, low oxygenation in the blood, low blood pressure, wound after surgery opened up, feels swollen and nausea. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("suspicion that essure might have ended up on her uterus wall and thereby causes inflammation"), device dislocation ("not being able to localize the implant with only ultrasound/it is not a little bit oblique/ is lying on the width (x-ray image)/ on the right side, the implant is situated in the middle part of the tube") and genital haemorrhage ("bleeding every day of the week") in a 26-year-old female patient who had essure (batch no. B44010) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the implant on the right hand side slipped inside very quickly and easily and ended up too far inside/ introduce the implant which unfortunately slides in a bit too far in so that you cannot see any ring/ implant had ended much higher that it should" on (B)(6) 2015. The patient's past medical history included abdominal operation, appendicectomy, gallbladder operation, postoperative adhesion and postoperative infection. Concurrent conditions included anesthesia procedure since (B)(6) 2015, abdominal pain localized (due to several earlier surgeries complicated with postoperative adhesions and infections) and overweight. Concomitant products included ketoprofen (orudis retard) for pain as well as buprenorphine (norspan) and vitamins nos. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced panic attack ("panic attack during examination") and procedural complication ("panic attack during examination"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with uterine inflammation, ovulation pain ("severe pain and cramps during ovulation / lower abdominal pain strongest in connection to ovulation"), abdominal pain lower ("lower abdominal pain"), malaise ("malaise/feeling unwell"), genital haemorrhage (seriousness criterion medically significant), dysuria ("pain when you want to urinate"), abdominal distension ("swollen stomach"), uterine pain ("stubbing in uterus and fallopian tubes"), adnexa uteri pain ("stubbing in uterus and fallopian tubes") and back pain ("severe back pain"). The patient was treated with desogestrel (cerazette) and surgery (she booked a surgery later this year). At the time of the report, the embedded device, ovulation pain, abdominal pain lower and malaise outcome was unknown, the device dislocation, genital haemorrhage, dysuria, abdominal distension, uterine pain, adnexa uteri pain and back pain had not resolved and the panic attack and procedural complication had resolved. The reporter provided no causality assessment for device dislocation, ovulation pain, panic attack and procedural complication with essure. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, back pain, dysuria, embedded device, genital haemorrhage, malaise and uterine pain to be related to essure. The reporter commented: the insertion procedure was completed without complications but the implant on the right hand side slipped inside very quickly and easily and ended up too far inside, so that he could not see any ring (in uterus); the physician could not ensure that the fallopian tube was tight. She experienced pain now and then, which she suspected could have something to do with the insert that had ended too far inside. It was very easy to insert the essure. Controls with ultrasound afterwards and both implants are identified. It has been discussed whether robot assisted laparoscopy with salpingectomy would be possible to achieve the reliable sterilization desired by the patient. However the patient's severe overweight will imply a too high risk factor for complications in relation to the indication for such of a surgery. Physician believed essure might have ended up on uterus wall and was causing inflammation and pain. Removal surgery was booked for this year. She was experiencing anxiety and worry for coming surgery because of risk of further adhesion. Diagnostic results: on unknown date: controls with ultrasound afterwards and both implants are identified. (B)(6) 2015: ultrasound: it was not possible to see how it looked like on the right side but one could establish that the left implant was lying entirely correct (B)(6) 2015: hysterosalpingogram: on the left side the implant is situated in the proximal part of the tuba, with engagement of the corner. No passage of contrasting agent on this side. On the right side, the implant is situated in the middle part of the tuba and here contrasting agent leakage occurs to free abdominal cavity. Two months after insertion essure was missing in the right fallopian tube. No further investigation performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: consumer answered to follow-up request, essure removal will be in autumn (not in (B)(6) 2018). She reported she and other women are having (new events:) severe back pain, bleeding every day of the week sometimes heavy, sometimes less, pain when you need to urinate, swollen stomach, stubbing in uterus and fallopian tubes (prev. Reported ovulation pain and pelvic pain terms amended). She encouraged the others to report on their own. She considered the events related to essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("not being able to localize the implant with only ultrasound/it is not a little bit oblique/ is lying on the width (x-ray image)/ on the right side, the implant is situated in the middle part of the tube"), embedded device ("suspicion that essure might have ended up on her uterus wall and thereby causes inflammation") and genital haemorrhage ("bleeding every day of the week") in a 26-year-old female patient who had essure (batch no. B44010) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the implant on the right hand side slipped inside very quickly and easily and ended up too far inside/ introduce the implant which unfortunately slides in a bit too far in so that you cannot see any ring" on (B)(6)2015. The patient's medical history included abdominal operation, appendicectomy, gallbladder operation, postoperative adhesion and postoperative infection. Concurrent conditions included anesthesia procedure (essure procedure under anesthesia) since (B)(6)2015, abdominal pain localized (due to several earlier surgeries complicated with postoperative adhesions and infections) and overweight (severe). Concomitant products included ketoprofen (orudis) for pain as well as buprenorphine (norspan) and vitamins nos. On(B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced panic attack ("panic attack during examination") and procedural complication ("panic attack during examination"). In september 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In august 2017, the patient experienced abdominal pain lower ("lower abdominal pain/ cramps"), abdominal pain ("abdominal pain, especially on the right side") and vulvovaginal pain ("stubbing pain in vagina"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with uterine inflammation, uterine pain and adnexa uteri pain, genital haemorrhage (seriousness criterion medically significant), abdominal distension ("swollen stomach/ pressure and my stomach feels bloated all the time"), back pain ("severe back pain"), ovulation pain ("severe pain and cramps during ovulation / lower abdominal pain strongest in connection to ovulation"), malaise ("malaise/feeling unwell"), dysuria ("pain when you want to urinate") and anxiety ("anxiety and worry for coming surgery because of risk of further adhesion"). The patient was treated with desogestrel (cerazette) and surgery (essure removal planned on (B)(6)2019). At the time of the report, the device dislocation, embedded device, genital haemorrhage, abdominal distension, back pain and dysuria had not resolved, the abdominal pain lower, abdominal pain, ovulation pain, malaise, vulvovaginal pain and anxiety outcome was unknown and the panic attack and procedural complication had resolved. The reporter provided no causality assessment for device dislocation, ovulation pain, panic attack and procedural complication with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, dysuria, embedded device, genital haemorrhage, malaise and vulvovaginal pain to be related to essure. The reporter commented: the insertion procedure was completed without complications but the implant on the right hand side slipped inside very quickly and easily and ended up too far inside, so that he could not see any ring (in uterus); the physician could not ensure that the fallopian tube was tight. She experienced pain now and then, which she suspected could have something to do with the insert that had ended too far inside. It was very easy to insert the essure. Her symptom began already a few months after insertion. Controls with ultrasound afterwards and both implants are identified. Two months after insertion essure was missing in the right fallopian tube. It has been discussed whether robot assisted laparoscopy with salpingectomy would be possible to achieve the reliable sterilization desired by the patient. However the patient's severe overweight will imply a too high risk factor for complications in relation to the indication for such of a surgery. Physician believed essure might have ended up on uterus wall and was causing inflammation and pain. She was experiencing anxiety and worry for coming surgery because of risk of further adhesion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: the left side the implant is situated in the proximal part of the tuba, with engagement of the corner. No passage of contrasting agent on this side. On the right side, the implant is situated in the middle part of the tuba and here contrasting agent leakage occurs to free abdominal cavity. Ultrasound scan - on an unknown date: controls with ultrasound afterwards and both implants are identified; on (B)(6)2015: it was not possible to see how it looked like on the right side but one could establish that the left implant was lying entirely correct. X-ray - in 2015: the implant was placed incorrectly in the right fallopian tube, and that it was free passage. On the left side it is quite tight. On the right side it is seen that the implant lies a bit away from the uterus with a different direction. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: article from lay-press received: her symptom began already a few months after insertion. She reported that on august, she started getting cramps and stubbing pain in the vagina and abdominal pain, especially on the right side. Other problems she has got from essure are that she got really bad if she gets too urgent to urinate because it creates a pressure and her stomach feels bloated all the time in a hard way. At ovulation, she has to take pain relief for the cramps, making her bend double of pain, she tells. A contrast x-ray in the fall of 2015 showed that the implant was placed incorrectly in the right fallopian tube and that it was free passage. The medical history indicates that "both implants can be identified. On the left side it is quite tight. On the right side it is seen that the implant lies a bit away from the uterus with a different direction. She had pain and close contact with the hospital, but she got no help and the doctor who inserted the implant had taken leave for a year. On january 7, she will remove the device. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("suspicion that essure might have ended up on her uterus wall and thereby causes inflammation") and device dislocation ("not being able to localize the implant with only ultrasound/it is not a little bit oblique/ is lying on the width (x-ray image)/ on the right side, the implant is situated in the middle part of the tube") in a 26-year-old female patient who had essure (batch no. B44010) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the implant on the right hand side slipped inside very quickly and easily and ended up too far inside/ introduce the implant which unfortunately slides in a bit too far in so that you cannot see any ring/ implant had ended much higher that it should" on (B)(6) 2015. The patient's past medical history included abdominal operation, appendicectomy, postoperative adhesion and postoperative infection. Concurrent conditions included anesthesia procedure since (B)(6) 2015, abdominal pain localised and overweight. Concomitant products included ketoprofen (orudis retard) for pain as well as buprenorphine (norspan) and vitamins nos. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced panic attack ("panic attack during examination") and procedural complication ("panic attack during examination"). In september 2015, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with uterine inflammation, ovulation pain ("pain during ovulation / lower abdominal pain strongest in connection to ovulation"), abdominal pain lower ("lower abdominal pain") and malaise ("malaise/feeling unwell"). The patient was treated with desogestrel (cerazette) and surgery (she booked a surgery later this year). At the time of the report, the embedded device, ovulation pain, abdominal pain lower and malaise outcome was unknown, the device dislocation had not resolved and the panic attack and procedural complication had resolved. The reporter provided no causality assessment for device dislocation, ovulation pain, panic attack and procedural complication with essure. The reporter considered abdominal pain lower, embedded device and malaise to be related to essure. The reporter commented: the insertion procedure was completed without complications but the implant on the right hand side slipped inside very quickly and easily and ended up too far inside, so that he could not see any ring (in uterus); the physician could not ensure that the fallopian tube was tight. She experienced pain now and then, which she suspected could have something to do with the insert that had ended too far inside. It was very easy to insert the essure. Controls with ultrasound afterwards and both implants are identified. It has been discussed whether robot assisted laparoscopy with salpingectomy would be possible to achieve the reliable sterilization desired by the patient. However the patient's severe overweight will imply a too high risk factor for complications in relation to the indication for such of a surgery. Physician believed essure might have ended up on uterus wall and was causing inflammation and pain. Removal surgery was booked for this year. She was experiencing anxiety and worry for coming surgery because of risk of further adhesion. Diagnostic results: on unknown date: controls with ultrasound afterwards and both implants are identified. (B)(6) 2015: ultrasound: it was not possible to see how it looked like on the right side but one could establish that the left implant was lying entirely correct (B)(6) 2015: hysterosalpingogram: on the left side the implant is situated in the proximal part of the tuba, with engagement of the corner. No passage of contrasting agent on this side. On the right side, the implant is situated in the middle part of the tuba and here contrasting agent leakage occurs to free abdominal cavity. Two months after insertion essure was missing in the right fallopian tube. No further investigation performed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2018: updated quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.